Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted during an incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to the device was received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the outside wall of the inner pouch. The pm was inspected under a microscope and it was determined to be fiber. The size of the pm was found to be less than 0.80mm2, which meets specification for this product. The device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.